Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" was recorded in history. During analysis, the customer's stated problem was able to be verified. Inspected the pump and attached cassette onto the device and it alarmed "cassette not attached properly". Further investigation of the pump determined that fluid ingression was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.